Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Received - 1x x-smart cartridge h1004c5210150, 1x x-smart head cap h1004c5210500. X-smart head cap: sav bad maintenance (user). The file is hard to remove, this failure is probably caused by rust or other foreign matter in the head cap. X-smart cartridge: sav various mechanical problem, I note that the cartrigde is blocked. Replaced 1 x x cartridge h1004c5210150 and 1 x x head cap h1004c5210500. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a x-smart contra angle won't hold files; no injury resulted.